Manufacturer narrative:
(B)(4). The intraocular lens was received cut in pieces across the optic precluding our measurement of the diopter. Batch records were reviewed and showed no deviation. A review of the historical complaint data base revealed that no additional complaints from this lot number were received. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
The physician reported the intraocular lens (iol) was removed and replaced without complication 1 month after implant. The reason was due to the patient's unexpected post-op refraction of minus 2.00. The physician believes the pre and post operative measurements were correct.